Event description:
It was reported that the acuspot alignment needs to be checked. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the micromanipulator, aiming beam and high voltage power supply (hvps) bobbin assembly needed replacement to resolve the problem, therefore, the complaint was confirmed. Also, the fse found that there was a cooling loss and advise an inspection. Device was installed on (B)(6) 2021 and this event occurred over 4 years after the system installation. After this period, component wear, failure or damage is possible based on product use. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on analysis result, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the acuspot alignment needs to be checked. There was no patient involved.